Manufacturer narrative:
Investigation conclusion: the customer did not provide laboratory reference values for comparison. The accuracy of the customer's results could not be determined without additional information. It is indicated that the product is not returning for evaluation. Since the products associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. Inratio results: (B)(6) 2015 inratio = 1.4, (B)(6) 2015 inratio = 1.4, (B)(6) 2015 inratio = 3.4, (B)(6) 2015 inratio = 2.3, (B)(6) 2015 inratio = 2.0, (B)(6) 2015 inratio = 4.9. Patient's therapeutic range 2.5 - 3.0. No additional information provided.